Event description:
The blade on the intuitive surgical, harmonic ace curved shears broke off the instrument while the instrument was in use per MFR's instruction. The broken portion of the blade was retrieved in its entirety. FDA safety report ID# (B)(4).